Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a rash, redness, blisters, dry skin, drainage, and a scar underneath the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was cleansed with alcohol. The reaction was treated with over the counter neosporin ointment. No additional patient or event information is available.